Event description:
It was reported that during an unk procedure, the firing trigger was broken. Another like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Date sent: 07/09/2010. Firing trigger teeth, spring cartridge lockout tab. Eval summary: the analysis showed that the atw45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more info. In addition, the firing mechanism was noted to be damaged. No functional test could be performed with the device. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa.